Manufacturer narrative:
The device history record for the reported lot number, , in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 12-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported there was a defective mic-key gastrostomy tube. The issue pertained to a malfunctioning balloon inflation port that was stuck, rendering the caregiver unable to deflate the internal balloon. Per the patient's mother, on (B)(6) 2025, the patient was taken to the...hospital emergency room due to the inability to deflate the balloon and remove the tube. A pediatric gastroenterologist was consulted and attempted removal but was also unsuccessful. Diagnostic imaging (x-ray) confirmed that the balloon remained inflated in the stomach. The patient was subsequently taken to the operating room, placed under general anesthesia, and underwent an endoscopic procedure. During the procedure, the balloon was punctured endoscopically, and all residual balloon fragments were removed. The patient was transferred to postoperative recovery following the procedure." There was no reported injury.